Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed through review of the medical records provided. Method & results: product evaluation and results: the head, adm liner and mdm liner were returned for evaluation. Damage consistent with in vivo use and explantation damage is noticed on all three components. Damage was observed on both the inner rim and outer sphere of the head and on the outer sphere of the adm liner. Dimensional inspection was performed on the returned device. The report concluded: the returned device lot 64568501 (part 1236-2-848) was re-inspected as per (B)(4) and found to be failing for "b diameter" and "true position inner sphere" above their respective upper tolerances. A review of the original DHR confirmed that the "b diameter" and "true position inner sphere" of the returned device were in specification at the time of manufacture. As per (B)(4) requirements, the b dimension is checked on 100% of parts during the in-process inspection. The b diameter feature is also checked on a coordinate measuring machine (cmm) on the first and last part of the original batch of (B)(4) parts. It is likely that the assembly and disassociation of the liner and femoral head resulted in the "b diameter'' and "true position inner sphere" going out of specification. Clinician review: a review of the provided medical records by a clinical consultant indicated: a hip dislocation occurred two weeks after right hip arthroplasty with exeter stem and trident cup with mdm construct for a medial neck fracture in a patient with major alcohol abuse, heavy smoking status and other systemic disease, all contributing to soft tissue instability around the hip additional to the inherent dislocation risk after any hip arthroplasty early after surgery. The intra-prosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been two other similar events for the lot referenced. Conclusions no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi has been raised as a result of a medical review obtained for pi (B)(4). The medical review indicated "the intra-prosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner". This pi is for the manipulation under anesthesia which occured on (B)(6) 2018 due to dislocation.